Event description:
According to the available information the titan was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to migration of the reservoir into the scrotum.

Manufacturer narrative:
A reservoir was returned for evaluation. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.